Event description:
In response to a social media thread regarding the occurrence of ¿tissue too thick to continue¿ errors, an operating surgeon reported that, during an unspecified thoracic da vinci-assisted surgical procedure, he overrode the error and "the staple line fell apart and started bleeding" when attempting to fire a black sureform stapler reload ¿on a very fibrotic lung.¿ intuitive surgical, inc. (Isi) attempted to gather additional information about the social media post and the reported event. However, as of the date of this report, no information has been received.

Manufacturer narrative:
Based on the current information provided, the root cause of the alleged operative complication cannot be determined or is unknown. No product information was provided. Also, no site/hospital or surgeon information was provided; therefore, no follow-up could be attempted with the site. Additionally, the date and type of the procedure referenced are unknown as they were not provided. If additional information is received, a follow-up MDR will be submitted. Unable to conduct a site history complaint review as site information is unknown. A system or instrument log review cannot be conducted due to lack of system and event date information. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the surgeon claimed that during an unspecified da vinci-assisted surgical procedure, a staple line fell apart and bleeding ensued. It is unknown what medical intervention, if any, was administered due to the alleged operative complication. Additionally, at this time, the root cause of the alleged operative complication is unknown. Blank MDR fields: follow-up was attempted with the initial reporter, and unable to conduct site follow-up due to lack of site detail, therefore the patient information in sections was either unknown, unavailable, not provided, or not applicable. Field is blank because the event date was not provided. The expiration date for section is not applicable. All product-related information in section d is unknown as product specific information was not provided. Field is blank because products are not implantable. Information for the blank and unknown fields are not available. Field is blank because it is unknown if the initial reporter or someone from the unknown site submitted a report to the FDA. Fields are not applicable. Manufacturing dt was unknown since product-specific information was not provided.